Manufacturer narrative:
(B)(4). The incident device has been received adn is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after the device was opened from a phs custom pack, the site found the coating on the blade was coming off. No pt injury was reported.